Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was scheduled to be dispatched to the customer site to further investigate the reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the right-hand control was not working properly when using the 8mm permanent cautery spatula (pcs) instrument. The customer noted that the issue only occurred with the pcs. An intuitive surgical inc. (Isi) technical support engineer (tse) found no related errors in the system logs. The tse advised that the issue might be likely spatula instrument related and the customer stated no issues with other system where tse suspects they were using a different instrument. The procedure was completed with no reported injury.